Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a clip came out in half-closed condition at loading and got stuck at the jaws of the applier during a surgery. The user removed the stuck clip with a forceps. The next clip was loaded without problem and the procedure was completed. No clip fell/remained in the patient and no injury to the patient occurred".

Event description:
It was reported that "a clip came out in half-closed condition at loading and got stuck at the jaws of the applier during a surgery. The user removed the stuck clip with a forceps. The next clip was loaded without problem and the procedure was completed. No clip fell/remained in the patient and no injury to the patient occurred."

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed one clip in the box. Additionally, the applier was returned with one unlatched clip and one clip latched on test tubing. Teleflex's customers in japan complete functional testing on complaint samples. No defects were observed on the device or the clips. There was biological material present on the device. Upon functional inspection, the trigger was engaged to load the clip. The first clip correctly loaded and latched. Clip stacking was observed on the second fire, causing the clip to be pushed forward by the other clips in channel. This resulted in the second clip to misload. The remaining four clips misloaded as feeder bypass occurred due to the clip stacking. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The reported complaint of " clip(s) not loading properly" was confirmed based upon the sample received. The device was returned with clip stacking in the channel resulting in feeder bypass. The sample was returned with 6 clips remaining in the channel, indicating that 9 clips were fired by the end user. During functional testing clips misloaded due to the clip stacking which resulted in feeder bypass. The r & d team was consulted regarding this complaint. It was determined that the clip stacking observed indicates user misuse when firing based on the customer description. Based on the customer description, the first clip misloaded and was manually removed; however, the remaining clips correctly fired, and the procedure was completed. The IFU states " if three misloads occur, discard the device and replace with a new ae05ml." And "mishandling of appliers may result in improper load and/or closure of the ligating clip." This is established as the clips are loaded prior to entering the patient and can be discarded without harm to the patient. Additionally, the applier was returned with one unlatched clip and one clip latched on test tubing. Teleflex japan completed functional testing on complaint samples. R & d concluded the device functioned properly in accordance with the IFU during the procedure based on the customer's description, and the clip stacking damage likely occurred from the customer's functional testing. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.